Event description:
During a cadaver lab, the physician was performing a sphenoidectomy procedure and the inner tube broke. No fragments were ejected into the surgical site and the bur did not generate excessive heat. The surgery training proceeded as intended, without any significant delay. All portions of the broken bur were returned, indicating that no unretrieved device fragments were left in the cadaver. The evaluation was completed on one returned sample. Visual inspection showed the inner bur fractured 5/8 of an inch away from the hub. This corresponds to the beginning of the outer tube inside the hub. Scoring was also found around the outside of the inner tube in the same location. Excessive runout existed between the inner tube and its hub. Inspection of the outer hub showed deformation of the locking area where the bur fits in to the handpiece and scoring of the inner tube just behind the head indicating excessive pressure was applied. The diamond head of the bur was fully compacted with biological contaminants which may cause the user to increase the pressure applied to the bur to maintain performance while cutting. IFU statements include, but are not limited to: use adequate irrigation from a separate user-provided irrigating source. The use of an accessory without irrigation may cause an inordinate amount of heat buildup resulting in thermal injury to tissue. During the procedure, it is recommended to periodically submerse the bur in sterile water with suction connected to the handpiece. Excessive pressure applied to bur may cause bur fracture.

Manufacturer narrative:
Patient's age (at the time of death) is not known. This product was being used for treatment, not diagnosis. Clarification to sections: the patient's weight is approximated. Event took place at (B)(6). This is the first report of this type on this product lot. While it is not common for a high speed bur to generate excess heat during use, our data shows that on rare occasion, a serious injury (si) or surgical intervention was required due to heat resulting in minor thermal injury. FDA guidance declares that if a malfunction has caused a death or si even once, then it means it is "likely" to recur. Given this guidance and our experience with high speed bur breaks of this type, we are filing this as a reportable malfunction.